Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized and treated with meropenem injection (1gm, intraperitoneal, discontinued) and vancomycin injection (1gm, intraperitoneal, discontinued) for peritonitis. Five days after the event onset, the patient was discharged from the hospital. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis (thrice a week). At the time of this report, the patient was stable and recovered from the event. Patient retraining on the proper aseptic technique was ongoing. No additional information is available.